Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood (bg) glucose reaching 51 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, the healthcare provider alleged that the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.